Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported via phone call that her pump had experienced an unexpected restart alarm and a blank display. Her blood glucose was 145 mg/dl. The customer stated that the unexpected restart alarm occurred after inserting a new battery. During blank display troubleshooting, the display returned. The customer was assisted with running a self-test and the pump passed. She called a little over a week later and said that she had a blank display again. The customer tried two different batteries from two different packs and the pump still would not turn on. During troubleshooting, she said that she is not calling back after receiving a new battery cap. The customer was advised that the pump would be replaced because off of the fact that this is the second occurrence. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being returned for analysis.